Event description:
The customer returned an evis exera iii colonovideoscope to the olympus service center for maintenance with no complaint reported. During evaluation, whitish crystallized foreign material was found in the air/water tube and in the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects reported.

Manufacturer narrative:
During examination of the device, the following additional issues were identified: the distal end cover was scratched; the adhesive on the bending section cover was cracked; and the connector tube's coating was peeling. Functional testing of the device showed the bending angle for the right direction did not meet with specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being filed to provide additional information from initial reporter and provide corrected information. Additional information: h10- according to reporter, the device was sterilized by automatic sterilizer prior to return to olympus. Corrected data: section e1- contact information, section e2 and section e3 should be blank; previous entries sent in error, and section g2 other updated to reflect changes in e1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water channel and air/water cylinder could not be identified. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5. Reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.